Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime/compromised force sensor system test at 3.5lbs due to a faulty force sensor resistor (gold). The drive support disk was inspected and no anomaly was noted. The pump was received with a minor scratched lcd window, a cracked reservoir tube, a cracked reservoir tube lip, and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer stated that he has been having issues with his pump since saturday. Customer reported that the drive support cap was sticking out and the pump was squirting out insulin. Customer mentioned that the alarm occurs only when he goes to change out his sets. Customer stated that this saturday he used up his entire reservoir and part of another trying to get the pump to work. Customer was not connected to the pump and has been off the pump since saturday at 2 pm. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.